Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification. No battery out limit alarms or weak battery alarms were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a weak battery alarm and a battery out limit alarm. Customer also reported that display screen was scratched and was difficult to see screen. Troubleshooting was performed. Customer's blood glucose was 417 mg/dl, which was treated with insulin pump. Customer declined high blood glucose troubleshooting. Customer was advised that insulin pump would need to be replaced.